Manufacturer narrative:
Concomitant medical products: product ID: enlw1613c82e stent graft, implanted: (B)(6) 2011; product ID: enbf2516c166e stent graft, implanted: (B)(6) 2 011; enlw1613c93e stent graft implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with hypoxia. A remote transmission showed that the right ventricular (rv) lead electrograms showed what appeared to be non-physiologic noise/artifact. In addition, the lead had high and undefined impedance. A lead fracture was suspected. The lead remains in use. No further patient complications have been reported as a result of this event.